Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to episodes of supra ventricular tachycardia (svt). The implantable cardioverter defibrillator (ICD) was explanted and replaced. No further patient complications have been reported as a result of this event.